Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer stated that they went into diabeticketoacidosis on the 12th and blood glucose was 400 mg/dl or 500 mg/dl and the low blood glucose value was 33 mg/dl and the current blood glucose level was 43 mg/dl. Customer declined trouble shoot for high and low blood glucose. The device will not be returned for analysis.